Event description:
It was reported that the atrial lead had fluctuating and out of range impedance measurements. It was also reported that pocket manipulation confirmed the impedance issue and oversensing was also found. The lead was capped and replaced. No patient complicationswere reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.